Event description:
It was reported the device "inside" is "not working." The patient reports no stimulation sensation. The caller reports a loss of therapeutic effect. "Recent" loss of bladder control, leakage, unable to "hold it back," and now frequency was increasing. The patient also commented that the ins (stimulator) was "supposedly that I would sleep all night, which it didn't happen. But the frequency it did help." The patient indicates there was no known accident or incident related to this complaint. "It's been a couple of weeks." The patient indicates they were on a "road trip to (B)(6)" a couple of weeks ago and realized they did not feel the stimulation "very often" but thought they were just used to it so "it didn't phase me anymore. Then all of a sudden I realized, it's not working at all." The patient hopes an operation was not required. The patient's symptoms were located at the perineum. The patient was asked if they had tried increasing the stimulation or changing programs. "We put new batteries in the hand held. I can't make it work." The patient reports they get the synch screen. The patient uses an antenna. The patient gets poor communication screen. Repositioned antenna and pressed sync again. Poor communication again. Previously, patient was able to use the patient programmer without difficulty. The patient states the patient programmer not communicating has not corresponded to not feeling stimulation. However, the patient states they did not check the ins (stimulator) very often. The patient was unsure if the aaa's were alkaline. The patient notified healthcare provider office and was instructed to call representative. The patient states she left a voicemail 2 weeks ago, but has not heard back. The healthcare provider office did not schedule an appointment for the patient. The patient was asked to call back if did not get a response from the representative or healthcare provider office by the morning of (B)(6) 2014. Additional information received reports the patient never got a call back from the representative. The patient states her therapy was not working. The patient was having loss of bladder control, leakage, and unable to hold it back. The patient states the symptoms started 3 weeks ago. The patient states she called her hcp's (healthcare provider) office about 3 weeks ago. The patient states they told her to call the representative 3 weeks ago. The patient left representative the voicemail and reported the problem. The patient states she never got a call back. Additional information received reports the patient do not have concerns with their device or therapy. It was also reported that the patient device stopped working after two year and three months. The patient received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was reported that resolution appears to mean replacement of device. The patient believe the device should last longer than two year and three months.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v872659, implanted: (B)(6) 2012, product type lead. (B)(4).